Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer also mentioned broken belt clip advised the customer that belt clip would be replaced. No further information provided.